Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and identified that the mains unit showed no power indication. A review of the system logfiles found a malfunction with the pdu fantray and dcps. The cause of the pdu fantray fru failure could not be conclusively determined by the supplier's part analysis, however the replacement of the pdu fantray fru by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.